Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician extended the fixation screw to position the lead in the apex. The physician decided to try another spot and retracted the screw. The lead was repositioned in a new location but the screw would not deploy. The lead was removed from the patient and screw extension was attempted on the surgical table. Despite multiple attempts and obvious torsion being built up in the lead body during these maneuvers, the screw would not deploy. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix would not extend. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.